Event description:
It was reported by service report that the head left siderail was broken and the rail wouldn't raise or lock in any position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: timing link.